Event description:
On (B) (6) 2010 - (B) (6) 2010 - pt had a (B) (6) infection at the site of a ck mesh, the mesh was explanted. On (B) (6) 2010 - pt underwent xenmatrix mesh implant approx. 3 weeks after the explant of the ck. The wound was known to be infected with (B) (6), there was also a superficial abscess in the area of the lower right quadrant of the abdomen. At the time of implant, the fascia was not able to be closed. A wound vac was placed. On (B) (6) 2010 - approx three weeks postoperatively, during a vac dressing change, the pt's bowels were noted to have eviscerated, and the xenmatrix graft was noted to have disintegrated. The pt underwent a mesh explant and during the procedure, the surgeon debrided the area and noted the area bridging the defect was completely gone, there was no structural integrity to it. There were thin pieces of the graft remaining on the lateral sides near the point of fixation. The pt's resultant hernia was repaired with a primary closure, a wound vac was placed. The treatment plan is to bring the pt back to the o.r. For add'l repair and continued antibiotic therapy.

Manufacturer narrative:
The reported info states that the device was placed in a (B) (6) contaminated site. Additionally, the available info indicates no device will be returned. The available info strongly suggest that the event was caused by the contamination present at the time of implant, however, without a sample to evaluation, we are unable to determine how or if the device contributed to the post implant complications. A DHR review has been conducted. All paperwork appeared complete and accurate. No mfg discrepancies were found in the DHR indicating potential issues.